Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the surgeon could not fire the tlc55 instrument. Another instrument was used to complete the case. There was no consequence to the pt.